Event description:
The customer stated that she jumped into the hottub while wearing the insulin pump. Troubleshooting was performed, and the buttons were responding. No water inside the screen was noted. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.